Manufacturer narrative:
Ocd performed retain testing, batch record review, and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4)

Event description:
Customer reported ortho anti-human globulin failed to react with an api survey sample for dat test. The api survey results indicated that the sample in question should have been positive for dat. Customer repeated the test three times by three different technologists, results were all negative.